Event description:
Complaint reported as: cannula kinked off, and customer said the pop-off pressure was too high in the column causing water to enter the baby's nose. No pt injury reported.

Manufacturer narrative:
Method: no device will returned for eval. Results: no lot# was given, so no DHR could be done. Conclusions: no conclusion can be drawn. Manufacturer will continue to track and trend for similar issues.